Event description:
Pt having CABG procedure. Reportedly, there was a dehiscence at the cannula site post operatively same day of surgery. Pt taken back to the operating room, site was opened up and the surgeon attempted to control the bleeding. Pt expired three hours after the original procedure was done due to excessive blood loss.